Event description:
Related to MFR#: 2183959-2015-00039. It was reported that following the implantation of an elevate anterior graft the patient experienced mild postoperative anemia with an estimated blood loss of 150ml during the implantation surgery. She complained of intermittent dizziness and lower than normal blood pressure readings. Iron was prescribed on (B)(6) 2014 and her hemoglobin and hematocrit returned to preoperative values. The event was considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.